Manufacturer narrative:
The manufacturer previously reported information alleging a patient has passed away while the device was in use. The patient's son called in to report the event and is concerned that the aids were neglectful in rendering aid. The son reported his (B)(6) mother passed away on (B)(6) 2023. Unsure of the time of death. He states that "when he found his mother the vent said she was only breathing 4 times a minute. He wanted to know if his mother's information would still be in the lawyer log if rotech had cleaned up the ventilator and sent it back out. He has contacted rotech's legal department, and they are looking into the issue. He also stated that the respiratory therapist from rotech told him the only memory was on the sd card and would be sent to the lung doctor. He stated that the respiratory therapist took pictures of the event log, and these alarms were off, apnea off, high vte off, low and high minute ventilation off, low respiratory rate off. The son also states that 2 private care duty aids were there when his mother was found deceased. He states that they called him because something was wrong, and he went there and found her deceased and the private duty aids told him that you did not tell us to call 911 and he believes there were other problems there before they called him, such as a written blood pressure that one of the aids stated was his mother's handwriting and he does not agree this was her handwriting. Ems was called and pronounced the patient deceased. He will keep checking back to see if rotech has sent the trilogy 100 back." No other clinical information or medical intervention was reported. The clinical expert's observation is that the device may have caused or contributed to the reported event via possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error. There are questions about the aids attending to the patient that may have neglected alarms. The son reported ems was not called in a timely fashion and the device log picture depicts alarms off on the device. Based on information provided and available, this event is likely a user error - failure to call 911 and device alarms set to off. If the alarms were set off, there would be no indication of the patient deteriorating. The device was not returned. Additional information has been requested by the clinical expert for further clarification of the patient¿s death. The device has not been returned to the manufacturer. A supplemental report will be submitted when the manufacturer's investigation is complete. Additionally, a voluntary medwatch was received by the manufacturer on 5/9/2024. The patient's son states in the report that he spoke with philips about the trilogy 100 and was advised that there are present alarms on the internal memory of the unit that cannot be disable and would be triggered by an event such as a patient who stopped breathing. His mother was connected to the device and stopped breathing and died. The private duty aids were unaware she stopped breathing since there was no audible alarm. If an audible alarm was triggered, emergency response would have been called and his mother would have been transported to the hospital. When he arrived at her apartment, she was still connected to the trilogy and had died. There was no alarm, and he checked the event log, and no alarm was in the log of the machine. A week after she passed, the dme respiratory therapist came to pick up the unit. He asked the respiratory therapist whether the sd card would indicate when his mother stopped breathing. He was advised that the sd card would only have 24 hour averages, not specific points in time. Philips trilogy technical support advised the internal memory of the machine would in fact record the time a patient stopped breathing, but only philips would be able to download the information and therefore, the unit must be returned to philips for analysis. Since the unit was returned from rotech, the dme probably sent the unit back out to another customer. Philips said the unit must be sent back to them since they are the only ones able to download the data from the internal memory and determine whether there is a fault in the programming that may affect this and other trilogy 100 units. The son has been trying to contact rotech to determine where the unit currently is but may need assistance of the FDA or philips to get the unit exchanged with a current customer and shipped back to philips. The son will follow back up with rotech to determine whether the unit can be located and returned for evaluation. On 5/13 the patient's son as well as a representative for an insurance company both called in, separately, or an update. The respiratory therapist was not able to provide them with an update. The respiratory therapist stated that rotech needs to contact repair to start the repair/replacement process, so philips can investigate the occurrence. On 5/15, another caller called in stating that there is now legal litigation regarding this matter. Also, the patient's son stated that he is looking at the printout of the sd card and looking through the event and alarm logs before the unit was returned to rotech. The customer service representative informed him that the repair team can look further into the issue during a device evaluation and the dme can request the information be sent to them and then forwarded to him (the patient's son). On 5/15, rotech called in requesting a call tag to return the unit. On 5/21, the son stated that he is calling back in for an update. He is going to continually question the validity of the alarm and event log system of his mother's trilogy 100 device until he can get some clarity. The respiratory therapist reported back to him that rotech has called in to start the return process and once the unit has been received, the investigation process will begin. The respiratory therapist reminded the patient's son that an exact timeframe is not able to be given due to the nature of the case but is welcome to keep calling philips or rotech for updates. A supplemental follow up report will be filed at this time. Additionally, this complaint was filed in duplication of parent record (B)(4)/ MDR # 2518422-2024-28413 and follow up child record (B)(4)/ MDR # 2518422-2024-28413-1 (ra #(B)(4)). Medwatch form #mw5154483 was filed under the duplicate record initially and therefore added to this MDR # 2518422-2024-25962 and follow up MDR # 2518422-2024-25962-1 as well. A correction follow up report will be filed at this time.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging a patient has passed away while the device was in use. The patient's son called in to report the event and is concerned that the aids were neglectful in rendering aid. The son reported his (B)(6) mother passed away on (B)(6) 2023. Unsure of the time of death. He states that "when he found his mother the vent said she was only breathing 4 times a minute. He wanted to know if his mother's information would still be in the lawyer log if rotech had cleaned up the ventilator and sent it back out. He has contacted rotech's legal department, and they are looking into the issue. He also stated that the respiratory therapist from rotech told him the only memory was on the sd card and would be sent to the lung doctor. He stated that the respiratory therapist took pictures of the event log, and these alarms were off, apnea off, high vte off, low and high minute ventilation off, low respiratory rate off. The son also states that 2 private care duty aids were there when his mother was found deceased. He states that they called him because something was wrong, and he went there and found her deceased and the private duty aids told him that you did not tell us to call 911 and he believes there were other problems there before they called him, such as a written blood pressure that one of the aids stated was his mother's handwriting and he does not agree this was her handwriting. Ems was called and pronounced the patient deceased. He will keep checking back to see if rotech has sent the trilogy 100 back." No other clinical information or medical intervention was reported. The clinical expert's observation is that the device may have caused or contributed to the reported event via possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error. There are questions about the aids attending to the patient that may have neglected alarms. The son reported ems was not called in a timely fashion and the device log picture depicts alarms off on the device. Based on information provided and available, this event is likely a user error - failure to call 911 and device alarms set to off. If the alarms were set off, there would be no indication of the patient deteriorating. The device was not returned. Additional information has been requested by the clinical expert for further clarification of the patient¿s death. The device has not been returned to the manufacturer. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a patient has passed away while the device was in use. The patient's son called in to report the event and is concerned that the aids were neglectful in rendering aid. The son reported his (B)(6)-year-old mother passed away on (B)(6) 2023. Unsure of the time of death. He states that "when he found his mother the vent said she was only breathing 4 times a minute. He wanted to know if his mother's information would still be in the lawyer log if (B)(4) had cleaned up the ventilator and sent it back out. He has contacted (B)(4) legal department, and they are looking into the issue. He also stated that the respiratory therapist from (B)(4) told him the only memory was on the sd card and would be sent to the lung doctor. He stated that the respiratory therapist took pictures of the event log, and these alarms were off, apnea off, high vte off, low and high minute ventilation off, low respiratory rate off. The son also states that 2 private care duty aids were there when his mother was found deceased. He states that they called him because something was wrong, and he went there and found her deceased and the private duty aids told him that you did not tell us to call 911 and he believes there were other problems there before they called him, such as a written blood pressure that one of the aids stated was his mother's handwriting and he does not agree this was her handwriting. Ems was called and pronounced the patient deceased. He will keep checking back to see if (B)(4) has sent the trilogy 100 back." No other clinical information or medical intervention was reported. The clinical expert's observation is that the device may have caused or contributed to the reported event via possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error. There are questions about the aids attending to the patient that may have neglected alarms. The son reported ems was not called in a timely fashion and the device log picture depicts alarms off on the device. Based on information provided and available, this event is likely a user error - failure to call 911 and device alarms set to off. If the alarms were set off, there would be no indication of the patient deteriorating. The device was not returned. Additional information has been requested by the clinical expert for further clarification of the patient¿s death. The device has not been returned to the manufacturer. A supplemental report will be submitted when the manufacturer's investigation is complete. Additionally, a voluntary medwatch was received by the manufacturer on 5/9/2024. The patient's son states in the report that he spoke with philips about the trilogy 100 and was advised that there are present alarms on the internal memory of the unit that cannot be disable and would be triggered by an event such as a patient who stopped breathing. His mother was connected to the device and stopped breathing and died. The private duty aids were unaware she stopped breathing since there was no audible alarm. If an audible alarm was triggered, emergency response would have been called and his mother would have been transported to the hospital. When he arrived at her apartment, she was still connected to the trilogy and had died. There was no alarm, and he checked the event log, and no alarm was in the log of the machine. A week after she passed, the dme respiratory therapist came to pick up the unit. He asked the respiratory therapist whether the sd card would indicate when his mother stopped breathing. He was advised that the sd card would only have 24 hour averages, not specific points in time. Philips trilogy technical support advised the internal memory of the machine would in fact record the time a patient stopped breathing, but only philips would be able to download the information and therefore, the unit must be returned to philips for analysis. Since the unit was returned from (B)(4), the dme probably sent the unit back out to another customer. Philips said the unit must be sent back to them since they are the only ones able to download the data from the internal memory and determine whether there is a fault in the programming that may affect this and other trilogy 100 units. The son has been trying to contact (B)(4) to determine where the unit currently is but may need assistance of the FDA or philips to get the unit exchanged with a current customer and shipped back to philips. The son will follow back up with (B)(4) to determine whether the unit can be located and returned for evaluation. On (B)(6) the patient's son as well as a representative for an insurance company both called in, separately, or an update. The respiratory therapist was not able to provide them with an update. The respiratory therapist stated that (B)(4) needs to contact repair to start the repair/replacement process, so philips can investigate the occurrence. On (B)(6), another caller called in stating that there is now legal litigation regarding this matter. Also, the patient's son stated that he is looking at the printout of the sd card and looking through the event and alarm logs before the unit was returned to (B)(4). The customer service representative informed him that the repair team can look further into the issue during a device evaluation and the dme can request the information be sent to them and then forwarded to him (the patient's son). On (B)(6), (B)(4) called in requesting a call tag to return the unit. On (B)(6), the son stated that he is calling back in for an update. He is going to continually question the validity of the alarm and event log system of his mother's trilogy 100 device until he can get some clarity. The respiratory therapist reported back to him that (B)(4) has called in to start the return process and once the unit has been received, the investigation process will begin. The respiratory therapist reminded the patient's son that an exact timeframe is not able to be given due to the nature of the case but is welcome to keep calling philips or (B)(4) for updates. A supplemental follow up report will be filed at this time.